Manufacturer narrative:
Concomitant medical products: sedr01 device, implanted: (B)(4) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncope and intermittent loss of right ventricular (rv) lead capture was observed. The physician increased the rv output and the rv lead threshold was tested. Testing found a chronically varying rv threshold. The outputs were increased and the patient will continue to be monitored. The rv lead remains in use. No further patient complications have been reported as a result of this event.